Event description:
It was reported that there was an automatic polarity switch due to low pacing impedance and unipolar impedance was higher than bipolar impedance. The system was reprogrammed to bipolar with the lead monitor on. It was noted that the patient experienced pocket stimulation due to unipolar programming. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.